Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. The customer experienced vomiting, fever, sweating, and tremors. The customer was unable to self-treat, so a healthcare professional (hcp) was called and arrived at 11:30 am for a capillary test, obtaining a glucose reading of 48 mg/dl on a capillary test. The customer was provided orange juice, compote and applesauce by the hcp. There was no report of death or permanent impairment associated with this event.